Event description:
Arjo was informed about the incident involving the velaris 9000x mattress. The customer reported that the patient sustained a deep tissue injury (dti) on the left buttocks while hospitalized and using the velaris mattress. The clinical specialist assessed the injury as serious. The patient had been on the velaris mattress for 20 days prior to the injury. It was confirmed that the patient had a cancer diagnosis and experienced increased pain, resulting in decreased mobility. Following the incident, the patient was transferred to an auralis mattress.